Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a perforation occurred and a pericardiocentesis was performed. The right atrial (ra) lead remained implanted. It was further reported that two days later the atrial lead exhibited high thresholds and was repositioned. No further patient complications have been reported as a result of this event.